Event description:
It was reported that the pulse generator exhibited high current drain. The measured battery data revealed 2.66 v, 90 ua, and less than 1 kohms while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received company representative: device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.